Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was analyzed, and the reported issue could not be confirmed nor reproduced by failure analysis. Visual inspection was performed, and no grip misalignment was observed. The clip was installed on the grip tips without any issues. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument opened and closed properly. The clip test was performed and passed multiple times. The instrument was fully functional. No product issue was found. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument was not applying clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. Not sure what type of clips were being used. The issue occurred during the first clip application. The issue was resolved by using a backup instrument. The instrument was returned to isi for evaluation.